Manufacturer narrative:
Investigation outcome: complaint description: the ventilator had a malfunction that resulted in black screen and smoke coming from the ventilator. The ventilator was in use and attached to a patient at the time. When the malfunction occurred, the ventilator stopped functioning, and the paramedics removed it from the ambulance. Upon inspection, it was found that the control board and the ffc were burnt. No health consequences or impact. Per review of the device logs, the device alarmed with the technical fault 444004 (voltage out of tolerance) with other tfs and switched to ambient mode. The shutdown can be confirmed by a lack of an "off" log line. Hamilton medical ag did not receive the device for investigation. However, per analysis of the provided picture, there is "green" looking residue on the right side of the connector, indicating corrosion due to possible fluid/moisture ingress from a cracked cover or separated device enclosure. It is unknown why and how the moisture has ended up on the connector. The issue was most likely caused by the fluid on the connector. However, it could not be established how the moisture ended up at the connector. The control board and the flat front connector were replaced to resolve the issue. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Initial assessement of hamilton medical ag: per analysis of the provided picture, there is "green" looking residue on the right side of the connector, indicating corrosion due to possible fluid/moisture ingress from a cracked cover or separated device enclosure. Further analysis is ongoing.

Event description:
The following was reported to hamilton medical ag: "the ventilator had a malfunction that resulted in black screen and smoke coming from the ventilator. The ventilator was in use and attached to a patient at the time. When the malfunction occurred, the ventilator stopped functioning, and the paramedics removed it from the ambulance." Patient was involved and invention necessary: ventilator had to be replaced by "something else (non-ventilator)". No health consequences or impact. The case is currently reviewed by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.